Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a cgm reading of 339 mg/dl and a concurrent fingerstick of 275 mg/dl; tubing function was confirmed with drops observed, no wetness, kinks, or air bubbles were noted, the cgm was calibrated, and a site change was performed after which insulin delivery resumed as normal, with the user later reporting a glucose of 244 mg/dl after eating and requesting replacement supplies. Investigation of this case revealed that no findings were available and there was insufficient information regarding a specific device problem or component involvement. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.